Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day of onset, the patient was hospitalized for the event. Treatment for the events was not reported. The patient was recovering from the peritonitis event and was discharged from the hospital four days after admission. Extraneal and physioneal therapies were ongoing. The reporter has declined to provide further information. No additional information is available.